Event description:
Early 40¿s female with recent cerebrovascular accident and patent foramen ovale. Procedure: closure of patent foramen ovale. Problem was a deployment issue; the device would not lock in place. Another device used without problems, no known harm to patient. Discharges same day. Manufacturer response for transcatheter septal occluder, gore cardioform septal occluder (per site reporter). Will obtain.